Event description:
Pt. Was having MRI of shoulder on siemens skyra using the abdomen array coil wrapped over top of the shoulder. Caution was taken to ensure no loops were created when patient was positioned but patient reported a painful red mark in her armpit that after 3 days turned to a brown mark and started peeling. Pt. Reports this as a burn, declined medical evaluation.